Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported PICC was ¿kinked¿ less than 24 hours after placement. PICC nurse went up and evaluated the PICC and took down the dressing. Nurse pulled it back 2cm and was able to flush at this time. Placed a piv just in case it ¿kinked¿ again. Patient had removal order on (B)(6) 2019 and was able to not need another PICC line at that time. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink was unconfirmed since the problem could not be reproduced. One 4 fr dl powerpicc provena catheter was returned for investigation. Evidence of use was present on the sample. Microscopic observation of the catheter surface did not reveal wrinkling or material damage to suggest kinking of the catheter occurred. The catheter was manipulated and rolled in order to determine any kink prone locations in the catheter; however, none were observed. The sample was flushed with water using a 12 ml syringe and both lumens were found to be patent to infusion and aspiration. The catheter was cut near the 2 cm depth maker. The wall thickness of the catheter was measured and found to be within specification. Since no apparent issues that may have contributed to the reported event were not observed, the complaint is unconfirmed. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC was ¿kinked¿ less than 24 hours after placement. PICC nurse went up and evaluated the PICC and took down the dressing. Nurse pulled it back 2cm and was able to flush at this time. Placed a piv just in case it ¿kinked¿ again. Patient had removal order on (B)(6)2019 and was able to not need another PICC line at that time. No patient harm reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC was ¿kinked¿ less than 24 hours after placement. PICC nurse went up and evaluated the PICC and took down the dressing. Nurse pulled it back 2cm and was able to flush at this time. Placed a piv just in case it ¿kinked¿ again. Patient had removal order on 8/22/2019 and was able to not need another PICC line at that time. No patient harm reported.